Manufacturer narrative:
The electrode pads involved were not returned to zoll medical corporation for evaluation. Instead, retained sample testing of the same lot number (3023e) was performed. The retained sample investigation resulted in no faults found and concluded that the electrodes were assembled according to specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated CPR stat-padz were unable to adhere to the patient. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. However, this set was also unable to adhere to the patient. Complainant indicated that the patient subsequently expired.